Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive change overtime. The lens was exchanged for a toric model, same length but stronger power lens. The problem was resolved. The problem was resolved. Cause of the event was reported as unknown.